Event description:
It was reported that the c-arm continues to elevate or lower until the switches are played with to terminate the motion. No injury reported. A field engineer was dispatched to the site and determined the left and right side switches needed to be replaced. Once this was completed the system was working as intended.